Event description:
It was reported that this pacemaker exhibited a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed the episode and confirmed undersensing of the patient's atrial flutter due to blanking period programming. The health care professional (hcp) reprogrammed to a shorter blanking period, causing atrial channel oversensing of ventricular signals in normal sinus rhythm. Ts discussed that there were not many options for reprogramming. It was noted the hcp would discuss options with the physician. This pacemaker remains in service. No adverse patient effects were reported.